Manufacturer narrative:
(B)(4).

Event description:
It was reported that seven aptus endoanchors were used in conjunction with another manufacturer¿s stent grafts to treat a 8cm abdominal aortic aneurysm. All seven aptus anchors were deployed into the main body. There were no issues deploying the anchors; however, on final angiogram a type ia proximal endoleak was observed. The proximal neck was angulated 48 degrees with 50% of the circumference covered by thrombus. One day post procedure, the patient developed a fever, which was assessed to be related to the index procedure. The patient experienced general malaise as a result of the fever. The patient was given medication and the event resolved. Film review analysis: review of cta¿s from 1 month post-implant confirmed that a cook stent graft system was implanted from just below the renals, extending into both iliac arteries. Several anchors (n= 6 or 7) were also seen attaching the proximal aortic body of the bifurcate to the proximal neck. The maximum aaa diameter measured 5.7cm. Contrast was seen outside the stent graft, near the level of the flow divider on the posterior sac. This endoleak appears most likely to be a type ii endoleak from a lumbar artery. Both limbs were patent. No other stent graft or any anchor issues were observed. The cause of the reported type I endoleak reported at implant, which appears to have self-resolved, could not be determined. Images at implant showing the endoleak were not provided. The cause of reported fever 1-day post-implant also could not be determined. The cause of the likely type ii endoleak is anatomy related.